Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient was having a problem. The patient said the device is charged, but she was not getting stimulation. The patient said about two weeks ago, if she moved her head a certain way, it felt like someone messed with the impulse setting for a few seconds, and then it would go back to the normal steady stimulation. The patient said she was now getting now stimulation. The patient verified the device was on, turned stimulation off and on, and even kicked it up to almost 10 and still felt like nothing. The patient programmer showed stimulation was on. The patient had the ability to change amplitude, groups, and programs. The patient was on program 1 at 9.9v and troubleshooting determined they did not have access to other groups or programs. The patient confirmed there was no falls of trauma associated with the event. The patient was directed to their healthcare provider (hcp) to check the device. No further complications were reported.